Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation with the fns for the fracture of the femoral neck. It was confirmed that the femoral head was dislocated on (B)(6) 2022. The implants were not broken; however, the bolt and the antirotation-screw reached the maximum amount of sliding. According to the surgeon, it is not the implants themselves; however, the bolt was too short that caused the femoral head dislocation. Possible cause other than the bolt is rehabilitation. Future treatment plan has not been decided. This report involves one (1) bolt for femoral neck system. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Product code: 04.168.275s, lot number: 228p718, manufacturing site: (B)(6), release to warehouse date: june 29, 2021, expiry date: june 1, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.